Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "up" "down" and "ok" buttons were not found to have normal spring back. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the "up" "down" and "ok" buttons were not found to have normal spring back. The keypad was found to be intact with no peeling or damage. The keypad buttons were found to be responsive during evaluation. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the bolus button was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.